Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards.

Event description:
It was reported while using bd precise syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter; I have had one of our customer call up today about some faulty syringes. They said they are having problems when drawing up tetramax and alamycin. When drawing up some of the fluid is being drawn up into the syringe behind the rubber seal.they have been using these syringes with these drugs for a while now and have not had a problem.